Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one fully formed clip lodged between the jaws. The instrument was partially applied with seven clips remaining. The clip counter was no longer active. Functional testing found that the fully formed clip was removed. The instrument was then applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument is fired with the distal end elevated. In this situation, the formed clip has the remote potential to fall back into the shaft. Therefore, this incident most likely occurred during test fire prior to clinical use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic liver resection, in arterial vein clipping, the jaws were stuck closed and would not open. No tissue was involved. The clips also did not load properly. To resolve the issue, a new device of the same type was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.